Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2023, the patient stated that is allergic to metal, including nickel, accompanied by constant pain all day, increased swelling, feeling of loose, unstable and mobility issues. No further treatment or options investigated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The requested supporting clinical documentation has not been provided therefore, a clinical root cause of the reported swelling, feeling of looseness, instability and mobility issues cannot be confirmed. The patient impact is her reported swelling, feeling of looseness, instability and mobility issues. A review of the production orders did not reveal a manufacturing abnormality. A review of complaint history revealed no similar events for any of the batches based on the historical data. A review of the instructions for use documents for knee systems revealed in possible adverse effects section that, although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, joint tightness and patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported that, after right tka surgery had been performed on (B)(6) 2023, approximately a week after, the patient stated that she is allergic to metal, including the nickel. This is accompanied by persistent pain in her right knee all day, that has not subsided at all. The pain does not alleviate regardless of the position she is in, or the activities she performs. Also, she experiences significant swelling in her right knee, feeling of loose, unstable and mobility issues that includes serious difficulty in bending, ascending or descending the stairs, and to stand up from a seated position, she requires assistance. Additionally, her right knee is warm to the touch, and noticeably larger than the left one (right knee measures 19 cm in diameter, and the left one, 17 cm). She did require physical therapy, but despite undergoing it, there has been no improvement. There were multiple visits to the surgeon. Further, the patient's doctor reviewed her x-ray and reported that the results appeared normal, even though, the ongoing symptoms she is experiencing. No other health complications were reported. No further treatment or options were investigated.

Manufacturer narrative:
H2: additional information ¿b5, b7, h6¿.

Event description:
It was reported that, after right tka surgery had been performed on (B)(6) 2023, approximately a week after, the patient stated that she is allergic to metal, including the nickel. This is accompanied by persistent pain in her right knee all day, that has not subsided at all. The pain does not alleviate regardless of the position she is in, or the activities she performs. Also, she experiences significant swelling in her right knee, feeling of loose, unstable and mobility issues that includes serious difficulty in bending, ascending or descending the stairs, and to stand up from a seated position, she requires assistance. Additionally, her right knee is warm to the touch, and noticeably larger than the left one (right knee measures 19 cm in diameter, and the left one, 17 cm). She did require physical therapy, but despite undergoing it, there has been no improvement. There were multiple visits to the surgeon. Further, the patient's doctor reviewed her x-ray and reported that the results appeared normal, even though, the ongoing symptoms she is experiencing. No other health complications were reported. No further treatment or options were investigated.